Event description:
It was reported that there was cosmetic damage to the driveline. Log files were sent for review, and there were no unusual events recorded in the log file event history. The file captured several pulsatility index (pi) events on 17mar2025. The equipment was working as intended. The driveline phase data graph was normal. This indicated that the wire's conductive material was in very good condition. The damage to the driveline outer jacket was cosmetic only. There were no alarms associated with the damage, and no images were available. It was further reported that the cosmetic driveline repair was not performed because the patient had a brain bleed on (B)(6) 2025. The source of the bleeding was a hemorrhagic stroke. The cause of death was the hemorrhagic stroke, which was not survivable, and heartmate 2 support was withdrawn to allow for palliative passing. The patient was placed in comfort care and withdrawn from pump support. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported superficial driveline damage was confirmed through review of the submitted images; however, a specific cause for the damage could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Review of the submitted images showed a tear in the outer jacket. Additionally, there was an area on the driveline where a portion of the outer jacket was missing. The bionate layer was visible in some of these areas and appeared discolored, but otherwise intact. Additionally, a majority of the outer jacket was covered in tape. The submitted log file contained events from (B)(6) 2025. No notable alarms or events, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. A, and hmii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU lists stroke, bleeding, and death as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook also cautions the user not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. During review of the submitted images of the driveline, it was also noted that the driveline appeared kinked. No further information was provided. The manufacturer is closing the file on this event.